Manufacturer narrative:
(B)(4). The device was returned in good condition. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a right thyroid lobectomy & isthmusectomy procedure, the tissue pad melted and white chunks came off the grasping pad during use. Pieces were not retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent